Manufacturer narrative:
Evaluation summary: the 7300tfx tricentrix holder was returned and evaluated by engineering and manufacturing inspectors; it was confirmed that one of the sutures was loose and had come out of the holder. While two of the green sutures remained tightened onto the holder, the knot appeared to have come undone on the third suture. Based on a visual analysis under 8x magnification it could not be determined why the end of the suture had come undone. Although the exact cause of the complaint could not be determined from the information provided, a potential contributing factor to this type of event could be related to how the suture is knotted down to the holder. If the suture tail is cut too short when making the knot, it may not be tight enough and can come loose. However per general appearance inspection procedures, each suture is 100% visually examined to ensure it is securely tightened. The length of each suture tail must be 2-3mm long and the knot is checked for looseness as the suture attachment is checked for proper tension. If the holder attachment is found to have improper tension, the holder is removed and re-attached in accordance with valve repair procedures. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Manufacturing/inspection department has been made aware of this event. Moreover, it is likely that this event may have been caused by user interface, but there is no available information to support this conclusion. No further action is required at this time, edwards will continue to monitor for similar events. The complaint database currently indicates no similar events reported for this type of valve and holder in question.

Manufacturer narrative:
Additional manufacturer narrative: the tricentrix holder system is designed to minimize the potential for suture or chordae entrapment, ease insertion and increase leaflet visibility. The holder sutures are attached to each leg of the tricentrix holder system. After prosthetic valve placement, the surgeon cuts the sutures and removes the holder with the sutures still attached to the holder. The tricentrix holder in question was returned to edwards, and forwarded to engineering department for evaluation. Evaluation results, as well as manufacturing review, will be reported once completed.

Event description:
It was reported that one of the sutures came out of the tricentrix holder of a mitral bioprosthesis, when the surgeon was parachuting the valve down. Per the edwards rep, it looks like the knot came untied. The valve was implanted with no patient complication.